Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the short depth gauge had been assembled with a long depth gauge cap. This resulted in the surgeon implanting longer screws and then having to remove them so he could implant the appropriate size.